Event description:
The customer states that a pt sample generated a hemoglobin result of 10.0 g/dl when tested initially using a cell-dyn 3700 sl analyzer. The age, gender and weight of the pt was not provided. The customer questioned this result and the sample was repeated, yielding a hemoglobin result of 8.36 g/dl. A new sample was redrawn and tested, using another instrument (platform not provided), yielding a hemoglobin value of 8.11 g/dl. Other than the need to redraw the pt, no impact to pt management was reported.

Manufacturer narrative:
Investigation summary: a pt sample run in open mode on the cell-dyn 3700 sl analyzer had questionable results, for hemoglobin (hgb) for one pt. The initial test generated the following results; hgb = 10.0 g/dl, wbc = 6.44 k/ul, rbc = 3.67 m/ul, plt = 340 k/ul. Repeat testing yielded; hgb = 8.36 g/dl, wbc = 7.32 k/ul, rbc = 3.09 m/ul, plt=371 k/ul. A redrawn specimen yielded; hgb = 8.11 g/dl, wbc = 7.19 k/ul, rbc=3.0 m/ul, plt=345 k/ul. The customer technical advocate (cta) noted discrepancy in wbc, rbc and plt parameters as well as hgb. The customer refused troubleshooting, requested a field service visit. The field service rep (fsr) did not identify a causative agent, but observed the shear valve and noted valves, tubing and fittings were stuck open/closed. The fsr replaced the shear valve driver assembly as a precaution and all syringes, check valves, 20ps sensor, filters, s1 tubing, s2 tubing, s4 tubing and peri-pump tubing. A multipoint inspection was performed. The instrument was verified by running controls. Review of instrument history discovered one similar issue of low results (all parameters) in closed mode. Trending analysis: a review of complaint reports for the months of june 2006 through september 2006 did not indicate an adverse trend for cell-dyn 3700, list number 02h31-01, for the issue of discrepant hgb result on pt samples. Labeling: the event is addressed in the cell-dyn 3700 system operator's manual, 06h89-01, rev e; chapter 10 troubleshooting guide; hemoglobin data are imprecise or inaccurate, page 10-60. Conclusion: service resolved the issue of discrepant hemoglobin results by replacing sticking valves on the analyzer. There was no further impact to pt mgmt due to this issue. This is the final report.